Manufacturer narrative:
(B)(4), corrected data: section d1. Brand name: vented autofeed humidification chamber. Section d2. Common device name: autofeed chamber. Section d4. Model # & catalog #: mr290v. The rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt206 adult inspiratory heated breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v chamber from rt206 adult inspiratory heated breathing circuit kit revealed a long vertical crack line was observed on one of the inlet port propagating downwards to the base. Further testing showed that the rolled base thickness was found to be within specification. Conclusion: we are unable to determine what may have caused the crack of the complaint chamber dome. However our investigation indicates that the crack is most likely due to mechanical stress. The stress source is unknown. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt206 adult inspiratory heated breathing circuit was found leaking during ventilator leak test. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt206 adult inspiratory heated breathing circuit was found leaking during ventilator leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.